Event description:
Bowel injury. Pt presented with abdominal discomfort. General surgeon located and confirmed injury. Pt was treated with a diverting colostomy.

Manufacturer narrative:
(B) (4). Training record of surgeon was confirmed. General history of similar devices from controlled inventory was considered.